Event description:
It was reported that testing showed that 8 channels have the status hi and the groundpath impedance has increased to 3.39 kohm. According to the parents and the therapist, the pt is performing poorly. Neither any trauma to the implant nor any infection at the implant site was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.